Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused three heart attacks. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging the patient reported three heart attacks related to a CPAP device's sound abatement foam. The patient did not report receiving any medical intervention. The device was returned to the manufacturer product investigation laboratory for further evaluation. The external aspect of the device was evaluated visually and the manufacturer observed dust and indeterminate contamination under both sd cover and accessory module flip doors respectively. The manufacturer also observed unknown sticky residue on top enclosure and corrosion at the power connector. The internal aspect of the device was inspected and the manufacturer observed unknown debris in top and bottom tracks of device enclosure where front and air outlet panels are located. The manufacturer also observed unknown white residue on the o-ring, blower box assembly and blower. Evidence of water ingress at p4 connector, bottom enclosure, and mineral deposits on motor housing was also found. The manufacturer observed unknown dust/dirt contaminant on blower, blower impeller, in blower airpath, and o-ring. A keratin-like substance was observed around the blower box outlet which suggesting a source external to the device. The manufacturer concludes there was no evidence of sound abatement foam degradation, but dust / dirt contamination and a small amount of liquid ingress and keratin contamination was observed and are consistent with being from an external source. Section h6 medical device problem code, type of investigation, investigation findings, investigation conclusions has been updated.